Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed in which this right ventricular (rv) lead passed the electrical test. Further, it was noted on visual observation that the extracting stylet was stuck inside the distal segment.

Event description:
Boston scientific received information received information that this right ventricular (rv) lead was explanted due to a product performance issue. Additional information was obtained indicating that this rv lead exhibited intermittent noise which was super brief and does not appear to have inhibited any pacing. Further, the cause of noise was not determined as the representative could not recreate it. No additional adverse patient effects were reported.